Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs, but was unable to reproduce error. The instrument was back in service, fse inspected the main board and the dc power supply with fans, noticed some dust on the dc power supply and attached fans and cleaned the dust. Fse opened the power supply cover and cleaned all dust from its pcb and components. Fse performed a daily check run and quality control run without errors and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [3062] power supply fan failure cause : power supply fan-stopped signal was detected. Measuring operation will continue. Solution : contact tosoh service center or local representatives. Inspect power supply system after assay operation completes. The most probable cause of the reported event is due to dusty power supply with fans.

Event description:
A customer reported getting error message "3062 power supply fan failure" on main board with the aia-2000 instrument. The instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.